Manufacturer narrative:
Literature citation: ferguson et al. The use of a biodegradable antibiotic-loaded calcium sulphate carrier containing tobramycin for the treatment of chronic osteomyelitis. Bone joint j 2014; 96-b:829-36. 150 men, 43 women, mean age 46 y/o. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2014 clinical study from ferguson, et al. Titled "the use of a biodegradable antibiotic-loaded calcium sulphate carrier containing tobramycin for the treatment of chronic osteomyelitis, it was reported that 193 patients underwent surgery. The authors report recurrent infection in 18 cases (9.2%), in 17 of the recurrences the diagnosis was made within two years of surgery. In 8 of 18 cases with recurrence the same organism was isolated on further biopsy. There were 6 of 18 cases who subsequently developed a sinus without isolation of the original organism on biopsy. In 1 of 18 case a sinus developed and a different organism was isolated. 2 of 18 developed collections with erythema and in both cases a different organism was identified compared with the index procedure. The remaining 1 of 18 cases was admitted to another hospital with pain and erythema and a further debridement was carried out though no organism was identified on culture. The infection resolved in 11 of these after further debridement; five were treated with prolonged antibiotics alone and three had no recurrence after stopping antibiotics and two continued with a discharging sinus. The last two of the recurrent infections, both with polymicrobial infections complicating arthrodesis of the knee, failed to respond to further surgery and both opted for an above-knee amputation, which eradicated their infection.